Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the steel insertion needle of the infusion set was exposed/unprotected out of the packaging. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The alleged product was returned in an already opened package. Since the packaging was opened by the user, a statement regarding the unprotected needle cannot be made.